Event description:
During inbound processing it was noticed that the item has a hair under the closure seal.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches alleged failure. The received packaged device was visually inspected in we can clearly see hair follicle inside the laminated packaging. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The nature of the complaint doesn¿t necessitate a labelling review since the issue is related to a packaging issue and not due to the design, manufacturing or intended use of the device itself. Based on the available information, the alleged failure was caused due to packaging related issue. In order to address the issue, an nc has been opened to investigate further and prevent its recurrence. If any further information is provided, the investigation report will be reassessed.